Event description:
Recently, it has been noticed that the caps of the individually packaged blood gas tubes are frequently popping off mid-transit requiring re-draw, which delays patient care. This also poses a contact risk to lab technicians. This has become a more common occurrence within the last two months. This issue is regarding individually packaged tubes; not the tubes provided in the packaged arterial blood gas kits.